Event description:
Device malfunction: none. Symptoms/ae: headache, left caudate hemorrhage. Time of symptoms/ae: one day s/p procedure. It was reported that the patient developed a left frontal headache. In 2006, one day after revascularization procedure of the left internal carotid artery. The physician notes that the patient had no weakness, confusion, numbness, or dysarthria at that time. A CT of the brain was obtained on the same day, this revealed an area of hyperdensity in the region of the caudate, which the physician notes as a caudate hemorrhage. A follow-up brain CT was performed the next day, which confirmed left caudate hemorrhage with no mass. The patient was stable, alert, non-focal, with no complaints on the following day, and was discharged to home. The patient was instructed to continue aspirin therapy and return as needed. This event resulted in prolonged hospitalization on the event date, the date the headache started, to the discharge date two days later. No additional information is available. Study event.